Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 386 (mg/dl). Customer reported that they were uncertain as to the cause of the bg level. Customer administered a bolus with the pump and a manual correction to address their bg level. Later in the day, multiple malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a bg level of 259 (mg/dl) that was addressed with a manual injection. Customer reported that they would revert to insulin injections for alternate insulin therapy.

Manufacturer narrative:
(B)(4).